Event description:
As reported: "distal locking not possible in gamma3 surgery with aiming sleeves and insertion guide, hole above sleeves does not meet locking hole of the implant.freehand-locking hat to be performed to successfully complete the procedure."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed since the device was returned for evaluation and found to be fully functional. The received targeting device was visually inspected in we can see slight deformation at the proximal hole, and we see heavy deformation at the assembly point of the strike plate which is formed by hitting over a while perpendicularly and horizontally. A functional inspection was carried out with the received targeting arm, sleeve, and sample drills, inspection was conducted for the proximal and distal holes where no miss-drilling was observed functionality of the device was given. A functional inspection was also conducted with a sample strike plate which was not able to be assembled properly due to damage initial mating threads. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation root cause can be attributed to user related as a functional inspection was carried out on the device which confirms the functionality of the device and the deformation around the device indicates towards improper handling of device. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "distal locking not possible in gamma3 surgery with aiming sleeves and insertion guide, hole above sleeves does not meet locking hole of the implant. Freehand-locking hat to be performed to successfully complete the procedure."